Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended bent and damaged. X-ray examination confirmed the helix was bent / damaged and the inner coil at the connector region was over torqued. The cause of the reported event was isolated to the helix bent / damaged and the inner coil over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a new implant. The new rv lead was positioned in the septum but after multiple attempts, it was noted that the lead helix would not extend. The rv lead was exchanged, and the procedure was completed. Initial information received notes the issue was noted after the lead was inserted and the rv lead was damaged during the procedure. Subsequent information received notes the physician believed the rv lead had an issue as the second lead faced no issue. The patent was stable.